Manufacturer narrative:
This supplemental report is being submitted to notify the FDA of a duplicate report. This event has been reported under medwatch 3002808148-2024-00014 and medwatch 3002808148-2024-30003. Pease refer to medwatch 3002808148-2024-30003 for supplemental information related to this event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the camera head could not be started and there was no image during preparation for use. There was no harm or user injury reported due to the event.